Manufacturer narrative:
Further information was received from the customer that the battery was replaced to solve the problem. Reportedly the battery was aged and not exchanged within the 2-year interval stated in the instructions for use. Dräger does not perform service or maintenance at the hospital. The replaced battery and the log file of the device were not available for the investigation. Based on the reported information a faulty internal battery caused the event. In case the internal battery is faulty, and no external battery is connected, the device operation may stop when the mains power supply is interrupted. The device will generate an alarm and shut down. After shutdown, an acoustical power failure alarm is sounded for at least 2 minutes. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator alarmed ¿internal battery failure¿ during use on patient and stopped ventilating. The ventilator was replaced to continue therapy. No patient injury was reported.